Manufacturer narrative:
No lot number has been provided; therefore a review of the manufacturing is not possible. Multiple attempts have been made to request additional information, to date no additional details have been provided. Based on the limited information provided at this time, no conclusion can be made. Should additional information be obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The contact alleges that in 2013 the patient was implanted with a bard mesh during an inguinal hernia repair procedure. As reported shortly thereafter the patient started to experience pain. It is reported that approximately one year post implant the patient underwent an additional procedure. During this procedure the contact reports that the bard mesh was explanted and another mesh device (unknown) was implanted.